Event description:
It was reported that an ilet user operating in bg run mode experienced a dosing stopped alert when the connected dexcom g6 cgm was not paired, and dosing had ceased; the user subsequently paired a new sensor and received education on the alert and resolution, with signal loss occurring between the cgm and the ilet. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed device behavior consistent with design when cgm pairing is absent, with dosing stopping until cgm data resume. It was concluded that the device functioned as intended and the event was related to cgm pairing status rather than a device malfunction.